Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pla260300j/14656312 = UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an additional endovascular intervention to repair the proximal type I endoleak from a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component. A gore® excluder® aaa endoprosthesis aortic extender component (pla260300j/14656312) was deployed just below the left renal artery (lra) for the proximal extension. An intra-operative angiography showed that the endoleak slightly remained, and that the renal arteries were patent. Another long touch-up ballooning was performed to repair the endoleak, and another subsequent angiography revealed that the pla260300j/14656312 moved proximally, unintentionally and fully covering the lra, and partially covering the superior mesenteric artery (sma) and the right renal artery (rra). Bare metal stents were implanted into the sma and rra to secure blood flow to the arteries. The lra remained covered with the pla260300j/14656312 with no additional treatment. Another angiography showed perfusion to the sma and rra. No further angiography was performed to confirm if the endoleak was resolved, considering the patient's age and amount of the contrast already used during the procedure. The patient tolerated the additional procedure. The cause of the unintentional movement of the pla260300j/14656312 was reportedly unknown.